Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a hurricane rx biliary balloon dilator was used during endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct (cbd) performed on (B)(6) 2011. According to the complainant, during the procedure, the balloon had a pinhole and contrast filtered into the pancreas and caused pancreatitis. The physician believes that leaking contrast causes the patient to develop pancreatitis and the patient had to be hospitalized. Received confirmation that the balloon did not burst and that there were no sharp objects in the area of dilatation. The procedure was completed with another rx dilatation balloon. The patient had a prolonged hospital stay requiring supportive care, overnight ICU stay for fever and hypotension. The patient at the conclusion of the hospital stay was reported to be recovering, in some pain but eating. Additional information from user medwatch (B)(4): the procedure was an endoscopic retrograde cholangiopancreatography (ercp), stent extraction and balloon dilatation of the pancreatic duct. A four mm hydrostatic balloon dilator was being utilized for a benign stent induced stricture. As the balloon was being filled, there was an abrupt extravasation of contrast into the pancreatic parenchyma arising at the level of the proximal portion of the balloon. This suggested a hole with high pressure fluid disruption of the pancreatic duct. The balloon was evaluated and there was a hole. The pt developed pancreatitis and was hospitalized.

Manufacturer narrative:
Patient age and weight are unknown. (B)(4) - inflammation due to pancreatitis. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a hurricane rx biliary balloon dilator was used during endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct (cbd) performed on (B)(6), 2011. According to the complainant, during the procedure, the balloon had a pinhole and contrast filtered into the pancreas and caused pancreatitis. The physician believes that leaking contrast causes the patient to develop pancreatitis and the patient had to be hospitalized. Received confirmation that the balloon did not burst and that there were no sharp objects in the area of dilatation. The procedure was completed with another rx dilatation balloon. The patient had a prolonged hospital stay requiring supportive care, overnight ICU stay for fever and hypotension. The patient at the conclusion of the hospital stay was reported to be recovering, in some pain but eating.

Manufacturer narrative:
(B)(4): patient age is (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a hurricane rx biliary balloon dilator was used during endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct (cbd) performed on (B)(6), 2011. According to the complainant, during the procedure, the balloon had a pinhole and contrast filtered into the pancreas and caused pancreatitis. The physician believes that leaking contrast causes the patient to develop pancreatitis and the patient had to be hospitalized. Received confirmation that the balloon did not burst and that there were no sharp objects in the area of dilatation. The procedure was completed with another rx dilatation balloon. The patient had a prolonged hospital stay requiring supportive care, overnight ICU stay for fever and hypotension. The patient at the conclusion of the hospital stay was reported to be recovering, in some pain but eating.

Manufacturer narrative:
Investigation results: visual examination of the returned device found no visible issues with the catheter of the device. However, functional testing found the balloon could not be inflated due to a crystalline substance that blocked the lumen. The substance is most likely contrast medium used for inflation. The reported defect of balloon pinhole could not be confirmed as the balloon was unable to be inflated due to the blockage in the lumen. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.